Manufacturer narrative:
Unable to perform the displacement test or occlusion test due to a missing retainer. The device powered up properly after battery installation. The device had operating currents within specification. The device passed the self-test, rewind, seating, basic occlusion test, and force sensor test. No pump error alarms noted on detailed trace/long trace downloads. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device had a nit received with a broken reservoir tube lip, missing reservoir tube o-ring, keypad overlay texture damage, and minor scratches on the lcd window.

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Customer's blood glucose level was 15.7 mmol/l. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer was advised to monitor the insulin pump and call back if the issue reoccurs in the next 4 hours. Customer was advised to wait for the notification light to stop flashing, replace the battery, clear the power system alarm, update the time and date, complete the reservoir change and finally complete the tubing process. Customer was advised to call back if issue is not resolved.

Manufacturer narrative:
Unable to perform the displacement test or occlusion test due to a missing retainer. The device powered up properly after battery installation. The device had operating currents within specification. The device passed the self-test, rewind, seating, basic occlusion test, and force sensor test. No pump error alarms noted on detailed trace/long trace downloads. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device had a nit received with a broken reservoir tube lip, missing reservoir tube o-ring, keypad overlay texture damage, and minor scratches on the lcd window.